Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of exchange nail was attributed to additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture was replaced due to additional trauma. The im nail was replaced with a 8mm x 240mm standard nail per the sign technique manual. Surgeon comment: "the patient is a case of cerebral palsy, muscle tone and contractures make reduction more difficult. Patient type I open fracture . Wound debridement was done, after 6 days external fixator was applied but loosen out due to muscle spasm (uncontrolled rhythmic muscle spasm left upper limb). Sign nailing was done but, post operated edema and blister formation occurred. Now after 3 months, patient fell again and injury to arm. Fracture at tip of nail and soft callus present at previous fracture site. A case of cerebral palsy with implant failure. Muscle contractures are severe. We removed the previous nail and put a longer nail."